Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Event description:
It was reported that during the implant procedure the lead was difficult to screw in after multiple attempts. It was also noted that during the implant the lead had high thresholds and was undersensing. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.